Event description:
The pt was at work and felt bad and used the suspect device to check blood glucose and obtained a result of 288 mg/dl. Then took an add'l 10 units of humalog insulin. Ten mins later checked blood glucose on another meter and the reading was 36 mg/dl. Pt was taken to the ER 1 1/2 hrs later and glucose was 67 mg/dl. Was treated with a glucose IV and given cookies and juice. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.